Manufacturer narrative:
Instrument a: damage antiback-up, damaged/disengaged feedbar. Instrument b: batch #d9d774, exp. Date: 12/12/2007; MFR date: 01/12/2007; feedbar damaged, damaged antiback-up. Eval summary: the analysis results for the mcs20 instrument a confirmed that it was returned non-functional. The instrument was cycled and would not fed the clips and the anti-backup was noted to be non-functional. Upon disassembly of the instrument, the feedbar was found to be bent and disengaged from the feedbar driver, therefore, not allowing the proper feeding of the clips into the jaws and the antibackup teeth were noted to be worn out. In addition, the cartridge cover was noted to be cracked. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results for the mcs20 instrument b confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips and the anti-backup was noted to be non-functional. Upon disassembly of the instrument, the feedbar was found to be bent and disengaged from the feedbar driver, therefore, not allowing the proper feeding of the clips into the jaws. In addition, the lockout spring was noted to be out of position. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported during an unk procedure that the clips would not advance. Only the first two clips were released. They used another like device. There was no adverse patient consequence.